Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that she has never really had good therapeutic benefit and would like some assistance adjusting stimulation. The patient stated that since it was implanted she still had issues with leakage. The patient mentioned that on (B)(6) 2017 they bumped stim up and later the patient experienced a urinary tract infection (uti). The patient was wondering if that is a normal side effect from the therapy. Patient services reviewed the following considerations: therapy expectations (50% reduction in symptoms), appropriate sensory response, titrations, the patient programmer (pp) use to increase/decrease parameters, pp use to change programs. Patient services walked the patient through adjusting stim from p1-0.4v to p1-0.5v. The patient stated that 0.6v was a little too strong so she rather stay on 0.5v. The patient redirected to follow up with their healthcare provider (hcp) for the following reason: to discuss symptoms. The patient will monitor symptoms now that change was made and will follow up with hcp if doesn't resolve. When helping the caller with troubleshooting, the patient reported there is corrosion in the battery compartment, on the battery. The patient stated that she left the batteries in the pp and hasn't used it in a long time. The patient wiped out the battery compartment, inserted new batteries and was able to use the pp normally. No further complications were anticipated/reported.